Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.

Event description:
A us distributor reported that a patient had a skin irritation under the left side electrode. The area was described as a rash with red bumps. During a follow up, the patient reported that his nurse advised him to use neosporin on the area. A final follow up with the patient indicated that the irritation had improved.